Manufacturer narrative:
Note: blocks b5 and h2 were updated based on the additional information received on september 23, 2024. Block b3: the exact date of event was not reported. The retrospective study date of january 2010 is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: kaveh khodakaram; svein olav bratlie; per hedenstrom; riadh sadik. "Equivalent efficacy and safety of plastic stents and lumen-apposing metal stents in the treatment of peripancreatic fluid collections: a prospective cohort study." Annals of gastroenterology, hellenic society of gastroenterology 2024; 37: 362-270. Block h6: imdrf patient code e0511 captures the reportable patient complication of splenic artery perforation. Imdrf patient code e2402 captures the reportable patient complication of pneumoperitoneum. Imdrf patient code e2330 captures the reportable patient complication of pain. Imdrf patient code e0506 captures the reportable patient complication of major bleeding. Imdrf patient code e1906 captures the reportable patient complication of unspecified infection. Imdrf impact code f08 captures the "median hospital stay was 12 days, and 16 lams patients were re-hospitalized within 30 days" and "median hospital stay was 14 days, with 11 won patients re-hospitalized within 30 days." Imdrf impact code f19 captures the "perforation requiring surgical intervention." Imdrf impact code f2202 captures the "reintervention required," "simultaneous nasocystic drainage" and "percutaneous drainage." Imdrf impact code f0101 captures the treatment failures.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "equivalent efficacy and safety of plastic stents and lumen-apposing metal stents in the treatment of peripancreatic fluid collections: a prospective cohort study," by kaveh khodakaram, et al. The article describes a single-center, prospective study conducted at sahlgrenska university hospital between january 2010 and december 2020. The study involved 89 patients (median age 56) who underwent endoscopic ultrasound (eus)-guided transmural drainage. Of these, 53 patients received double pigtail plastic stents (dpps) and 36 received lumen-apposing metal stents (lams). The study treated 37 patients for pseudocysts and 52 for walled-off necrosis (won). During peripancreatic fluid collection (pfc) treatment with lams, one patient experienced major bleeding due to splenic artery perforation, requiring surgery. Fourteen patients had treatment failures; five required additional procedures, and four needed percutaneous drainage. One patient developed pneumoperitoneum after stent insertion, leading to pain and infection, which was managed without surgery. The median hospital stay was 12 days, with 16 lams patients re-hospitalized within 30 days. For won treatment, eight patients experienced treatment failure, with four requiring repeat interventions. Seven patients underwent endoscopic necrosectomy, four required percutaneous drainage, and seven needed simultaneous nasocystic drainage. The median hospital stay was 14 days, with 11 won patients re-hospitalized within 30 days. Please see the referenced article for full details. ***additional information received on september 23, 2024*** the physician's assessment concluded that the adverse events were not caused by malfunctioning endoscopy products (stents, guidewire, balloons). Instead, patient conditions and comorbidities were identified as the factors leading to complications requiring therapeutic endoscopy interventions.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study date of january 2010 is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: kaveh khodakaram; svein olav bratlie; per hedenstrom; riadh sadik. "Equivalent efficacy and safety of plastic stents and lumen-apposing metal stents in the treatment of peripancreatic fluid collections: a prospective cohort study." Annals of gastroenterology, hellenic society of gastroenterology 2024; 37: 362-270. Block h6: imdrf patient code e0511 captures the reportable patient complication of splenic artery perforation. Imdrf patient code e2402 captures the reportable patient complication of pneumoperitoneum. Imdrf patient code e2330 captures the reportable patient complication of pain. Imdrf patient code e0506 captures the reportable patient complication of major bleeding. Imdrf patient code e1906 captures the reportable patient complication of unspecified infection. Imdrf impact code f08 captures the "median hospital stay was 12 days, and 16 lams patients were re-hospitalized within 30 days" and "median hospital stay was 14 days, with 11 won patients re-hospitalized within 30 days.". Imdrf impact code f19 captures the "perforation requiring surgical intervention." Imdrf impact code f2202 captures the "reintervention required," "simultaneous nasocystic drainage" and "percutaneous drainage.". Imdrf impact code f0101 captures the treatment failures.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "equivalent efficacy and safety of plastic stents and lumen-apposing metal stents in the treatment of peripancreatic fluid collections: a prospective cohort study," by kaveh khodakaram, et al. The article describes a single-center, prospective study conducted at sahlgrenska university hospital between january 2010 and december 2020. The study involved 89 patients (median age 56) who underwent endoscopic ultrasound (eus)-guided transmural drainage. Of these, 53 patients received double pigtail plastic stents (dpps) and 36 received lumen-apposing metal stents (lams). The study treated 37 patients for pseudocysts and 52 for walled-off necrosis (won). During peripancreatic fluid collection (pfc) treatment with lams, one patient experienced major bleeding due to splenic artery perforation, requiring surgery. Fourteen patients had treatment failures; five required additional procedures, and four needed percutaneous drainage. One patient developed pneumoperitoneum after stent insertion, leading to pain and infection, which was managed without surgery. The median hospital stay was 12 days, with 16 lams patients re-hospitalized within 30 days. For won treatment, eight patients experienced treatment failure, with four requiring repeat interventions. Seven patients underwent endoscopic necrosectomy, four required percutaneous drainage, and seven needed simultaneous nasocystic drainage. The median hospital stay was 14 days, with 11 won patients re-hospitalized within 30 days. Please see the referenced article for full details. Despite further efforts to confirm the exact locations of the devices, no responses were received.